Event description:
It was reported that the ilet infusion set connector on the islet broke off during use, resulting in insulin leakage; the user reported similar breakage with multiple sets from the same box and indicated performing a full quarter turn during connection, with an on-call blood glucose reading of 97 mg/dl at the time. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a fracture of the connector/coupler consistent with a stress-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.